Event description:
Customer reported a crack in the top, right corner of the insulin pump. Blood glucose level was 415 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked display window, cracked reservoir tube, cracked reservoir tube window and cracked case near display window corners noted during visual inspection. Pump passed functional test including prime/a33, displacement, basic occlusion, occlusion, and excessive no delivery alarm test.